Manufacturer narrative:
1. Summary of investigation results: the investigation identified that the cause was related to maintenance. 2. Summary of follow up/corrective actions taken: the field service engineer performed preventive maintenance and replaced the sipper tubing, the probes, the reagent probes, and the bead mixer. The maintenance actions performed by the engineer resolved the issue. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable results for 1 patient tested for elecsys t4 on a cobas 8000 - cobas e 602 module. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.